Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings: 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6: investigation conclusion: 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned device included the header bag, arteriotomy locator, hemostasis sheath and arteriotomy locator. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. Visual inspection revealed that the anchor was observed to be in the hemostasis sheath. Functional testing was performed, and the locking mechanism was reset to forward lock position and the anchor was observed to release from the tip of the hemostasis sheath. The device cap was pulled back to set the locking mechanism to rear lock position and the anchor was observed to become posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and tamper tube were observed to release. No functional anomalies were observed. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is not placing the device in full forward lock position or an obstruction to the anchor posting to the tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal string never came out of the device. This was the last device used in the box. Additional information was received on (B)(6) 2021. The type of procedure performed was a left heart catheterization using a 6 fr procedural sheath. A pre-deployment angiogram was performed. The patient was stable. The procedure outcome was normal with no adverse reactions. Manual pressure was held, however they never had pulsatile blood flow, they questioned if plug was deployed at the site.